Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. (B)(4). A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed and it was observed that the balloon was completely vertically separated. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: a symmetry device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 10mm in length and extended from a position 9mm distal of the distal markerband to the distal end on the distal markerboard. The rated burst pressure for this balloon is 15 atmospheres. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed and it was observed that the balloon was completely vertically separated. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.